Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as there was a deviation between the stylus and cursor on screen. It was also noted that upper and lower bullets were worn. The left keyboard hinge was broken. There was a cut in the radiofrequency (rf) head cable and the cores in the cable were twisted but the rf head was functional. The anti slip layer of the rf head was worn out and the edge from the rf head's upper case was loose. Errors were noted in the software log. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.